Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that her blood glucose was over 400 mg/dl a couple of times and she went to change her infusion set last night. The customer stated that she received a no delivery alarm and a motor error alarm. The customer stated that she does not think that she was getting insulin for quite a while. The customer stated that she only has short acting insulin and has been treating with manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.